Manufacturer narrative:
B5: event description.

Event description:
It was reported that, several weeks later after a thr on (B)(6) 2022, it was noticed that the tip of one (1) anthology inserter post soft broke off into the final implant and was found floating in the patient's proximal femur by the greater trochanter. The tip has not been removed from the patient yet, surgery is being scheduled. The patient is not experiencing any health issues.

Manufacturer narrative:
Internal complaint reference: (b)94).

Event description:
It was reported that, several weeks later after a thr on (B)(6) 2022, it was noticed that the tip of one (1) anthology inserter post soft broke off into the final implant and was found floating in the patient. The tip has not been removed from the patient yet, surgery is being scheduled. The patient is not experiencing any health issues.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. These devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. According to the report, the retained tip is floating in the patient's proximal femur by the greater trochanter. Therefore, it is unsecured, and we cannot rule the possibility of micro-motion and/or migration of the retained tip, local skin irritation and pain. Furthermore, we cannot make conclusions on the impact of the non-implantable foreign body to the patient. Per the report, the tip remains in-situ and the patient is not experiencing any health issues. Since it was reported the patient¿s surgery to remove the tip is pending, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.